Event description:
New information noted that the right ventricle (rv) lead exhibited noise over-sensing. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited lead noise. The rv lead was reprogrammed on (B)(6) 2021. There were no patient consequences.